Event description:
It was reported that the tubing leaked from the clamp on the IV tubing primary set, which normally hooks into the administration pump (sliding clamp). Drug leaked when placed it in the hood, the pharmacy requested drug from another site which caused one hour delay in patient treatment. The tubing was immediately detached from the line at the clamp. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing leaked from the clamp on the IV tubing primary set, which normally hooks into the administration pump (sliding clamp). Drug leaked when placed it in the hood, the pharmacy requested drug from another site which caused one hour delay in patient treatment. The tubing was immediately detached from the line at the clamp. There was no patient harm.